Event description:
It was reported that a red alert was observed via remote monitoring due to a low out-of-range pace impedance measurement less than 200 ohms. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).